Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver perpetually rebooting. Receiver functional testing was unable to perform due to perpetual rebooting. Audio\vibration test with dexcom global receiver communication tool was unable to perform due to perpetual rebooting. "Try-it" audio\vibration test to test alert\alarms was unable to perform due to perpetual rebooting. Open receiver case was performed and passed. Unable to hear and verify that the speaker sub-assembly and vibrator are working properly. Measure the speaker resistance was performed and passed. Receiver download retrieved and attached but failed due to perpetual rebooting. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.